Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4). The approximate age of device: is not known.. It was reported that the device would not be returned for evaluation.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support pump or acute biventricular extracorporeal circulatory support device. It was reported that the device went to a low flow state. The pump was exchanged and flow immediately resumed. The initial circuit was rinsed with no visible clot observed to be causing obstruction. It was reported that the patient required a resuscitative effort for a few minutes; however, the event did not impact patient outcome. Subsequently, the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the extracorporeal circulatory support pump and the reported event could not conclusively be established, and a specific cause for the confirmed decrease in flow could not be determined through this evaluation. The device was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.